Event description:
It was reported that during a prostate procedure the beam was observed to be end firing and not side firing. The fiber was exchanged and the procedure was completed with a second fiber. No adverse outcome was reported.

Manufacturer narrative:
Device available for evaluation updated, device codes added, device evaluated by manufacturer updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/ procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that 69,174 joules were used and 9 minutes of time was expended while using the first fiber.